Event description:
Medtronic received a report that the pipeline flow diversion dense mesh stent¿s push wire and stent became displaced, making it impossible to advance them further within the microcatheter. During the process of delivering the ped stent to the phenom 27 microcatheter, the operator encountered resistance while advancing the stent push wire, and the stent could not be pushed forward. Since the stent was already close to the aneurysm, it was observed under fluoroscopy that the stent could not be advanced further. When attempting to withdraw the stent delivery wire, the stent still could not be retrieved. It was suspected that the stent might have separated from the delivery wire, resulting in displacement. Therefore, the entire phenom 27 microcatheter and stent were withdrawn together. A new set of phenom 27 and pipeline were used, and the procedure was successfully completed. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for blood diversion dense mesh stent implantation for aneurysm treatment of a saccular, unruptured posterior communicating segment aneurysm of the internal carotid artery aneurysm with a max diameter of 5.5 mm and a 4.1 mm neck diameter. The landing zone was 3.5 mm proximally and 4.0mm distally. It was noted the patient's vessel tortuosity was minimal/moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was dual antiplatelet therapy for 5 days before surgery. The angiographic result post procedure was contrast agent retention was observed in the aneurysm, while distal angiography appeared normal. The access vessel was the right femoral artery with a diameter of 6.7 mm. Ancillary devices include a 7f cook sheath, navien 5f guide catheter, phenom27 microcatheter, synchro2 guidewire, ped 400-25.

Manufacturer narrative:
Continuation of d10: product ID: ped-400-20 ((B)(6)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery/retrieval as no defect were found with the pipeline flex pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. A continuous saline flush was administered and maintained as indicated in the IFU and the vessel tortuosity was minimal/moderate. Which eliminates these factors out as potential causes. In addition, the pipeline flex could not be confirmed to have pushwire break/separation as no break or separation was found with pushwire however, the root cause could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that "displaced" refers to movement. Resistance was encountered during retrieval. The cause of the event was determined to be the prolapse of the stent delivery wire and the stent, which caused a change in their relative positions and prevented the stent from being advanced normally using the delivery wire. The resistance occurred in the middle section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. Damage was observed, with the pipeline pushwire being separated. Only one pipeline device was used when the movement occurred. The device jump occurred during the delivery of the stent through the microcatheter, before the deployment process. The tip of the catheter was not moved during deployment, as the deployment process had not yet started.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.